Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  DHR (device history review) for the libre sensor kit were reviewed and the DHR showed the libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported that at 10:00 am on (B)(6) 2019 the adc freestyle libre sensor fell wear and she experienced symptoms described as ¿light-headed, pupils where dilated and fuzzier¿. The customer had contact with a healthcare professional who diagnosed him with hypoglycemia and administered an IV of dextrose 50 gm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Initial reporter phone # populated as +1(000)000-0000 to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that at 10:00 am on (B)(6) 2019, the adc freestyle libre sensor fell wear and she experienced symptoms described as ¿light-headed, pupils where dilated and fuzzier¿. The customer had contact with a healthcare professional who diagnosed him with hypoglycemia and administered an IV of dextrose 50 gm. There was no report of death or permanent injury associated with this event.